Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The patient had been on a low flow system controller and suffered from frequent low flow alarms (lfas) regardless, likely related to cardiac recovery and hypovolemia in the setting of chronic chemotherapy for acute myeloid leukemia. The patient was admitted with septic shock secondary to e.coli bacteremia and was experiencing much more frequent lfas. There was no indication for concern over pump function presently, but log files were sent for assessment. The log file captured low flow events on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported sepsis and hypovolemia could not be conclusively established through this evaluation. Review of the submitted log files appeared to capture the device operating as intended. Multiple requests for additional information regarding this event were submitted to the account; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 patient handbook, rev d, are currently available. The ¿introduction¿ section in the IFU lists adverse events, including sepsis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. The ¿system monitor¿ section of the IFU describes the pump flow display and the hazard alarms. This section states that per design, when the estimated flow value is less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. The ¿alarms and troubleshooting¿ section of the patient handbook outlines all system controller alarms as well as how to respond to each alarm. The patient handbook instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev c, are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms, as well as how to respond to each alarm condition. The ¿patient care and management¿ section of the IFU also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.